Event description:
It was reported the patient was not able to adjust stimulation on the internal neurostimulator (ins). A "call your doctor" icon was displayed on the programmer and the left ins was showing an out of range (oor) condition. Troubleshooting was limited due to lack of access to the patient. Intermittent stimulation was reported. Stimulation from the left ins began turning off on (B)(6) 2012, and the patient had symptoms in his right arm and a parenthesis sensation down his right side. The patient felt the same sensations when he turned the stimulation off at odd times of day. Patient indicated the ins had been tight in the pocket after a replacement surgery in (B)(6) 2011. There was pulling of ins when he turned his head. The pocket was revised the same day of the ins replacement. The ins was flipped around to loosen lead and give more length. Everything was fine until the ins began turning off. Additional troubleshooting on the left ins was done. The patient tried to switch program groups at a lower voltage. He did notice less sensation when the voltage was at zero, but had relatively the same parenthesis sensation when switching between programs on the ins. His tremors worsened while his left ins continued to have a problem. The patient was able to toggle away from the oor screen and turn ins off. The sensation decreased with the ins off. An appointment with the patient's hcp was made. Days later the patient saw his hcp where additional troubleshooting was done. Patient movement did not cause stimulation changes, but did cause impedance changes. Palpating the ins did not cause stimulation changes. The patient had the same effects regardless of which program the ins was currently operating. The hcp was able to palpate left ins which appeared to be upside down in the pocket and no longer beneath the incisions, but behind the incisions. The lead/extension connection was behind the ear and believed not to have changed since implant. Patient outcome is unknown. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information from the healthcare professional reported that the cause of the event was a sudden development of tingling and jolting in the patient. It was noted that the patient felt that the ins was turning on and off. Impedance measurements with contact #1 were >10,000 ohms and >20,000 ohms. Impedance measurements with contact #3 were >9000 and >10, 000 ohms. It was reported that "shunt series" were performed on (B)(6) 2012 with the results of no evidence of a break in the system seen. Reprogramming was performed that changed the settings away from contact 1 and 3 (with the high impedances) with the result that the patient had satisfactory control of their symptoms 2 months after programming. It was noted that the ins and extension were replaced on (B)(6) 2012. Note: the hcp reports the events occurred with the left ins system; however, the manufacturers device registry shows that the right (concomitant ins and extension products were replaced on (B)(6) 2012). Therefore, it is unclear which system was involved with the shocking/high impedance issues. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Concomitant system: neurostimulator model 37602, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, extension model 748251, serial # (B)(4), implanted: (B)(6) 2007, explanted: na. (B)(4).

Manufacturer narrative:
Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: unknown-ld. Serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).